Event description:
A home patient's (hp)'s caregiver (cg) contacted baxter reporting that she discovered three cracked minicaps before use. During a follow up call, the cg reported that upon cleaning up the betadine (using an alcohol swab) off the minicap after placing the minicaps on the transfer set, she noticed the cracks. The other 2 times, the cg noticed the cracks after placing the minicaps on the transfer set. The cg stated that all 3 minicaps came out of the same box. The cg stated that the last time the transfer set was replaced in (B)(6) 2010. The cg stated that she had not noticed any defects on the minicaps or the transfer sets while placing the minicaps on. Per the cg, she hand tightens the minicap, and does not overtighten. Per the cg, the hp did not have any injury or harm as a result of this incident. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This is the third of 3 emdrs being submitted for this product report. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.